Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited some undersensing at the onset of a ventricular tachycardia (vt) episode, however, sensing stabilized and the device detected the rhythm and shock therapy was delivered to convert the rhythm. Technical services (ts) reviewed the stored episode and discussed that changing sensing vectors would not have impacted the overall time to therapy. There were no programming options recommended. No adverse patient effects were reported. This device remains in service.